Manufacturer narrative:
Evaluation results: one cadd legacy 1 was returned for investigation in fair condition. The customer reported problem regarding the high pressure alarm could not be duplicated. The downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 45985". No adverse effects were reported. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that this cadd legacy pump was alarming for high pressure. Patient inspected line for blockages, kinks, clamps, and also tried different tubing sets. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effect to the patients due to the reported event.